Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. The patient had symptoms of purulent discharge and pain. The physician washed out the affected area. A culture was taken but the results are unknown. The patient is recovering.